Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the initial sapien xt was deployed in an effort to correct a failing surgical valve. The attempt to pin the mobile surgical leaflet called for ventricular placement of the thv. Due to the patient¿s anatomy, the patient could not tolerate the ventricular placement and the thv¿s were removed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from (B)(6) affiliates, per the implant patient registry (ipr) card, a 29mm sapien xt valve was implanted in the mitral valve through transapical approach. There was a ¿mobile leaflet in the la¿. A second valve was required. The patient then developed left ventricle outflow track (lvot) obstruction, requiring transfer to the or.

Event description:
As reported from (B)(6) affiliates, a 29mm sapien xt valve was implanted through ta approach in a mitral position inside a failing epic surgical valve. The thv was required to fix the mitral regurgitation that occurred due to a mobile leaflet in the left atrium. The flail leaflet was determined to be from the surgical valve. Once the sapien xt valve was placed, the flail leaflet was still free in the atrium. Therefore, it was decided to deploy a second valve somewhat ventricular to the first. However, the patient also had an enlarged septum. The enlarged septum combined with the ventricular position of the sapien xt caused obstruction of the left ventricular outflow tract requiring emergent surgery. The sapien valves were removed and the original failed epic valve was left in place. The patient passed away one day later due to complications related to the open surgical procedure. The physicians involved felt that in review of this procedure, the ventricular hypertrophy made a balloon expandable transcatheter valve procedure unlikely to be successful. It was considered to be a very risky procedure but the patient had severe mitral regurgitation and there were no other options.

Manufacturer narrative:
Additional investigation is ongoing.